Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing relief. All device components were explanted and were not returned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56. Batch/lot number: (B)(6). Serial number: (B)(6). Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4).